Event description:
It was reported that a 66 yo female patient, who had a right taa, underwent a revision procedure approximately 6 months post the initial implant procedure due to instability. The reason for the procedure was a gutter clearance + lateral ligament reconstruction. During the procedure the surgeon decided to extract the 7mm poly liner and replace it with an 8mm poly liner. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays are available. The explanted devices were discarded and no device images were available. No further information.